Manufacturer narrative:
As per tandem user guide: the t:flex system is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating). If your t:flex system has been submerged, check your pump for any signs of fluid entry. If there are signs of fluid entry, disconnect the set from your body, and contact tandem diabetes care customer technical support. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer went into the pool with the pump, pump screen went dark and an unspecified malfunction occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 200 mg/dl.